Manufacturer narrative:
Continuation of d10: product ID: 97745bp, lot# (B)(6), product type: accessory, product ID: 97745 lot# serial# (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6) ; product ID: 97745, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported pt was having issues charging their implant and the issue began july 11th. Caller stated pt was in the hospital and the hospital visit/stay was not related to the medtronic device. Caller stated they found the pt's controller that they lost and they also received the replacement controller for their lost controller. Caller stated the replacement controller didn't come with the battery pack and noted they guessed it was the battery that was "dead". Caller noted the replacement controller had aa batteries and patient services (ps) reviewed with caller that the aa batteries would not charge the controller or charge the pt's implant and that they needed to insert the black lithium battery pack into the replacement controller. Caller stated when they attempted to charge the pt's implant the controller became blank and unresponsive. Caller noted when they charged the controller it seemed to be charging but when they connected the recharger the controller became blank or unresponsive. Caller also noted they charged overnight at the hospital and it did this before and they charged it overnight and the minute they plugged it in it was dead. Ps had to clarify with caller multiple times because caller was extremely confusing. During the call ps walked caller through removing the battery pack and plugging controller into the ac power supply cord; caller first noted the controller didn't power on then caller noted the controller went off flickering. Caller noted the memory problem message displayed on the controller and caller adjusted the date and time settings. Caller inserted the battery pack and confirmed green light was flashing above the controller screen. Caller noted no device found displayed and the screen went back to the good afternoon screen and caller noted they weren't near the pt so caller moved the controller closer to the pt and ps reviewed with pt that if the no device found message still displayed then the pt's implant was depleted. Caller noted the no device found message displayed. Caller also noted the green light went solid andps asked caller to disconnect the ac power supply cord and connect the recharger. Ps advised caller to clean the recharger gold pins and blow air into the controller charging port. Caller connected the recharger and noted the controller was black and nothing came up. Ps asked caller to try and wake the controller up with the up and down arrow keys or the top button and caller denied controller powering on. Ps asked caller to reset/reboot the replacement controller and caller confirmed green light was flashing above the replacement controller screen. Ps advised caller to charge the controller until the green light was solid and caller was escalated because the green light was solid when they reset the controller that was found. Caller handed the phone to pt because they were too escalated and ps reviewed with pt to call patient services back if the replacement battery pack didn't resolve their implant charging issue. The issue was not resolved. An email was sent to the repair department to replace the battery pack. Caller also noted pt was in pain, caller was frustrate and did not want to do any further troubleshooting.